Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present in the battery compartment and the threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 01/24/2017. The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings. A review of the black box showed unexplained power on reset events in the black box. The battery compartment was cracked int he thread area and below the grip pad. The battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment, and on the underside of the battery cap contact hub. The battery cap threads were damaged. The battery cap was unable to be fully tightened to the pump. The pump powered on intermittently with the returned battery cap and a test battery cap. A leak test was performed and failed due to a battery compartment crack. The pump case was removed to find no evidence of internal moisture inside the pump. The intermittent power condition was found to be due to the damage and moisture. (B)(4).